Event description:
A nurse reported the system stopped working during a procedure. A system message was displayed. The system was exchanged and the surgery was completed successfully. There was a delay of approx 15 minutes. The nurse also reported that before surgery, the priming of the cassette was successful after 3 attempts. There was no pt harm reported.

Event description:
On october 28th, 2010, the customer's father reported the customer had a freesstyle lite blood glucose meter, and he received lower readings on the "new" test strips when compared to readings received on the "old" test strips. The readings are unknown. It was additionally reported that the customer experienced a medical event when he lost consciousness, but no further details about the event were given. The customer's father reported, he did not have access to the customer's device at the time he called adc customer service and refused to complete the troubleshooting surveys. Adc customer service made later attempts to contact the customer, but he could not be reached. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
As customer's meter was not returned a device history review of the meter was requested and performed. The device history review for meter sn (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.